Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the device was inserted into the vessel over a 0.035-inch non-abbott guide wire. The guide wire could not be removed. The operator removed the guide wire and proglide device together. Hemostasis was achieved using manual arterial compression. Examination of the guide wire after removal revealed the distal tip appeared to have unraveled. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove (guide wire resistance) was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.